Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP alleging black smoke was coming from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.